Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The device was received in normal working condition and at elective-replacement voltage level (eri). Analysis indicated device was operated in high power consumption mode and being implanted beyond its intended longevity. Electrical and mechanical test results indicated normal elective-replacement functionality. Device passed all functional tests including crosstalk in saline solution and output verification. Device was implanted for 6.57 years, which exceeded the projected longevity and is considered normal battery depletion. The reported events of premature battery depletion and noise reversion were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, premature battery depletion was noted on the device and oversensing due to noise was noted on the atrial and right ventricular lead. Device and lead replacement is anticipated and the patient was stable with no consequences. Related manufacturer report number: 2017865-2019-05456. Related manufacturer report number: 2017865-2019-05456.